Event description:
It was reported that the bed's headboard broke in half during a transport. Allegedly, the nurse tore the rotator cuff in her shoulder. Reportedly, medical treatment has been provided for the torn rotator cuff.

Manufacturer narrative:
Notification was received from the claimant via a handwritten letter in which neither the specific model nor serial number were identified. We anticipate that additional information may become available as part of the routine discovery process.